Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, an issue with the right master tool manipulator (mtmr) was encountered. The tip on patient side manipulator (psm) 1 was free to move. The customer replaced the drape and the instrument; but, the issue persists. The surgeon felt a resistance while attempting to move the mtmr. The surgeon decided to convert the procedure to a laparoscopic surgery. Intuitive surgical (isi) contacted the site and obtained the following additional information regarding this event: the system was inspected prior to use and the surgery was not recorded on video. The procedure was converted to laparoscopy and was successfully completed. The issue caused a delay of 10 minutes. The patient was reported to be doing fine.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) and the patient side manipulator (psm) to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported issue. However, the error was confirmed via field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab also passed. The embedded serializer for the instrument interface (esii) printed circuit assembly (pca) and l6 ffc (short + blue) were replaced to resolve the issue. The friction readings were found to be out of spec along axis 1. The axis 1 harmonic drive was replaced. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported issue during calibration. The axis 1 motor, axis 2 motor, a2 motor cable, and a1 motor cable were replaced to resolve the issue.